Event description:
Procedure type: roux-en-y. According to the reporter: the knob would not reach the tip of the device. The resection was fully done. No bleeding occurred. Nothing fell into the patient cavity. No tissue damage was reported. Operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).